Event description:
The customer reported that his blood glucose has been low over the past years. The customer stated that his glucose level dropped to 20mg/dl and was hospitalized. Troubleshooting was performed and programming in the insulin pump was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.